Event description:
The patient underwent a pocket revision due to discomfort. The physician repositioned the ipg and the patient was reportedly doing fine after the revision procedure.

Event description:
The patient underwent a pocket revision due to discomfort. The physician repositioned the ipg and the patient was reportedly doing fine after the revision procedure.